Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4) ¿ incomplete. The lot number is not currently available.

Event description:
The suction function was blocked during the surgery. There was no patient consequences. Action taken for procedure: replaced with a new product.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Additional narrative: the complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.